Event description:
The charge nurse at an imris customer site reported slippage of an imris head fixation device (hfd100) during a surgical procedure. Injury (laceration) was reported and sutures were required. The customer noted some rotary movement of the rocker arm following locking procedures for the hfd100 skull clamp assembly during the surgery and proceeded with the surgery. The rotational movement cannot be directly tied tot he reported injury. Incorrect pinning technique is one possible cause of this injury; however data is not available to assess the specific application of the skull clamp to this patient. The rotational movement (approximately 1/8 inch) observed on the rocker arm side of the hfd100 skull clamp assembly is a manufacturing and/or design related issue and further investigation is required to identify the exact cause and corrective action.